Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent was returned in a deployed state. Visual examination of the returned device revealed that the stent delivery wire was found kinked and the stent was found slightly deformed. In the case of this complaint it is possible that the microcatheter used with this ez stent was not properly flushed or was damaged/kinked leading to the reported issue; this however cannot be conclusively determined. The damage noted to the sdw and the stent is consistent with excessive force being used while loading the device into a hub of a catheter. The stent prematurely deployed outside the patient most likely due to inability to pull back the stent after unsuccessful advancement. Based on the investigation results and available information, an assignable cause of procedural factors will be assigned to the reported and analyzed damages.

Event description:
Based on the result of the investigation of the returned product, the stent was found deployed prematurely when retracting the stent.